Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) university. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before powering on that the cardiosave intra-aortic balloon pump (iabp) unit had system temperature was too high. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. (B)(6). Getinge field service engineer was dispatched to evaluate the unit. After replacing the temperature sensor, the device functioned normally and passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.